Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history could not be reviewed due to the unknown lot number.

Event description:
Event occurred regarding a 30" (76 cm) appx 3.9 ml admin set w/2 chemolock¿, 20 drop in-line drip chamber w/15 micron filter, bag hanger, drop-in chemolock¿ port where the reporter stated glue issue. The event happened during chemotherapy administration on patient. New line used and re set up.